Event description:
It was reported that during patient use, the tracheostomy tube cuff would deflate after 7 to 10 days of insertion. Afterwards, the mother would have to re-inflate it about every hour. The condition appears not to be related to a specific lot number, as it occurred on two other products with different lot numbers. The air volume inserted was 0.5ml, prescribed by the physician, who judged it to be an appropriate volume. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). One tracheostomy tube was received for evaluation, and the components included were: one cannula, one obturator, and one neck strap. A visual inspection was performed, and it was observed that all the parts were assembled properly in the tube, according to drawings. Inflation/deflation tests were performed by using a 1cc syringe of air applied to the cuff. It was observed that the cuff held the air, and remained inflated for 12 hours, according to process instructions. Additionally, the sample was submerged into a container filled with water, and no leaks were observed. The customer reported malfunction was not verified.